Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge change error) was verified. The reported cartridge alarm 25 and notification was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. Additionally, a cartridge alarm 25 (removed cartridge alarm) and a notification message occurred during the load process. The customer¿s blood glucose level was not impacted. The customer confirmed that an alternate method of insulin delivery was available.